Event description:
The customer's sister reported via phone call that the customer experienced high blood glucose levels due to a possible occlusion at the infusion set tubing or insertion site. The caller stated that the customer had changed the set out on the day of the call. The customer's blood glucose was 586 mg/dl. The caller noted that the customer had gone on and off different medications due to a knee replacement and surgery for a broken wrist. The caller stated that the insulin pump did not alarm. The customer was advised to change the infusion set and to call back if the blood glucose did not lower in order to troubleshoot the insulin pump. The customer was also advised to call the doctor to see about a back-up plan as well.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.